Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via email of low blood glucose and hospitalization from the insulin pump. The customer's blood glucose reading was 5 mg/dl. The husband stated that he had to take his wife to the emergency room and call ems. The husband stated that his wife had been unconscious.